Event description:
A malfunction alarm labeled malf 12 was reported, and the customer noted at least three occurrences of the same malfunction with this pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup therapy available and stated they would contact their healthcare provider (hcp).